Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and perforation of all filter struts outside the wall of the inferior vena cava (ivc) with multiple struts perforating surrounding tissue/organs. The patient reported becoming aware of perforation of filter strut(s) outside the ivc and into organs and tilting of the filter, approximately twelve years and eight months post implant. The patient also reports anxiety related to the filter. The indication for the implant was status post lumbar (l2) corpectomy with a small right lower lobe pulmonary embolism (pe). The filter was placed via the right femoral vein and deployed below the renal veins. The patient tolerated the procedure well without apparent complication. One-day post implant, the patient complaint of nausea and constipation. Results from an abdominal x-ray noted a large amount of bowel gas pattern consistent with an adynamic ileus. The following day, results from a chest-x-ray done to monitor a chest tube, revealed mild atelectasis in the left lung and thickening of the right minor fissure without significant change from an x-ray completed one day prior. The patient underwent abdominal computed tomography (CT) scans at approximately five, six- and eight-years post implant. Those images were submitted to outside review approximately twelve years and eight months post implant, or five years and seven months after the last scan was performed. The impression of the imaging review noted a cordis trapease ivc filter at the level of l2-3 interspace. The filter was noted to be tilted, and all the struts of the ivc perforate the ivc up to 5mm. One anterior strut, and two medial struts perforates the ivc wall 5mm and resides within the soft tissues. One posterior strut perforates the ivc wall 5mm and contacts the l3 vertebral body. Two lateral struts perforate the ivc wall 4mm and reside within the soft tissues. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information provided the perforation of surrounding tissues and organs could not be confirmed or further clarified. It is unknown if the tilt contributed to the perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the limited information available for review to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting and perforation of all filter struts outside the wall of the inferior vena cava (ivc) with multiple struts perforating surrounding tissue/organs. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was status post lumbar (l2) corpectomy with a small right lower lobe pulmonary embolism (pe). The right femoral vein was punctured and an inferior vena cavagram was performed showing patency of the vein. The inferior vena cava filter was then positioned and placed within the inferior vena cava below the renal veins. Repeat inferior vena cavagram showed good positioning of the filter. The patient tolerated the procedure well without apparent complication. One-day after the filter was implanted, the patient complaint of nausea and constipation . Results from a kidney, ureter, and bladder (kub) x-ray noted a large amount of bowel gas pattern consistent with an adynamic ileus. The inferior vena cava filter was present as well as orthopedic screws, stabilization rods and bone graft material in the upper and lower lumbar spine. Additionally, the following day, results from a chest-x-ray performed to monitor a chest tube, revealed mild atelectasis in the left lung and thickening of the right minor fissure without significant change from another x-ray completed one day prior. Approximately eight years after the filter was implanted, an abdominal computed tomography (CT) scan was completed for filter evaluation. The findings indicated an infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. The superior end of the cordis trapease ivc filter is at the l2-3 interspace. The ivc filter is tilted anteriorly at the superior end and it does not contact the ivc wall. The ivc filter is not tilted at the inferior end. All the struts of the ivc filter perforate the ivc up to 5mm. One anterior strut perforates the ivc wall 5mm and resides within the soft tissues. Two medial struts perforate the ivc wall both 5mm and reside within the soft tissues. One posterior strut perforates the ivc wall 5mm and contacts the l3 vertebral body. Two lateral struts perforate the ivc wall 4mm and reside within the soft tissues. Results from this CT study were compared with two other CT scans that were completed approximately five and six years earlier, for which similar findings were reported. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years and eight months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs and tilting of the ivc filter. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and perforation of all filter struts outside the wall of the inferior vena cava (ivc) with multiple struts perforating surrounding tissue/organs. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information provided the perforation of surrounding tissues and organs could not be confirmed or further clarified. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting and perforation of all filter struts outside the wall of the inferior vena cava (ivc) with multiple struts perforating surrounding tissue/organs. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.